Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient additionally reported ¿augmentation of breast volume, ¿pain, effusion, risk of alcl, anxiety, fear, stress, frustration, and exhaustion¿. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is seroma-late.

Event description:
Patient reported "effusion of the left breast with sagging," and "abdominal pain." Device remains implanted. This record is for the left side.